Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -7.5/+1.0/113 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown. Claim# (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -7.5/+1.0/113 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. That same day a shorter length lens was implanted however it is unclear if this was performed intraoperatively. The problem was resolved. Cause of event reported as unknown.